Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had two faulty sensors. The customer stated the first sensor did not have an electrrode and the second sensor lasted three days with the insulin pump. Customer also reported two calibration error alarms and change sensor alarms. Customer's blood glucose was unknown. The customer declined to return the sensor for analysis.